Event description:
No additional information provided.

Manufacturer narrative:
1. DHR/bhr review lot 3234452 1 this batch of products were assembled at intima ii auto line 4 in september 2023, and packaged at cfs package line in september 2023. Work order quantity was (B)(4) ea. 2 review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3 review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. Functional test 45psi leakage test is conducted on the retained sample of this batch, and no leakage or other abnormalities are found. Please refer to the attachment for the test report. 4. This product sku 383057 has never been declared to be used for high-pressure injection. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion no abnormalities are found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since no defective sample has been received for further examination and analysis, the product of this sku has never been declared to be used for high-pressure injection, and the flow rate and pressure used in cta enhancement imaging are unknown, the root cause of leakage at the end of the indwelling needle cannot be confirmed.

Event description:
It was reported that bd intima-ii 20gax1.16in prn slm npvc leaked 2024-04-22 the nurse of the emergency medicine department followed the doctor's instructions to perform intravenous access treatment for the patient (B)(6), and was fixed and unobstructed during the indwelling needle and before cta enhancement imaging, and returned to the rescue room after the cta enhancement contrast (this examination requires high-pressure injection of contrast agent through an intravenous indwelling needle) and found that the tail of the indwelling needle was oozing, and the fluid infusion was stopped immediately, and the new indwelling needle was punctured and re-punctured to continue the treatment.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.